Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Attempts to obtain patient weight was unsuccessful. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing unresolved shocking sensation with the stimulation. As a result, surgical intervention was undertaken on an unknown date where the system was removed to address the issue.